Manufacturer narrative:
Correction to the last sentence in h11 from unable to exclude device problem to no problem detected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the health care professional (hcp) experienced difficulty interrogating this pacemaker with a programmer. It was originally thought to be a sending issue however the nurse confirmed that the issue was with reading the device data. Technical services (ts) discussed troubleshooting options in which the hcp wanted a field representative to interrogate. It was noted the hcp was difficult to troubleshoot with. A review in latitude nxt was performed which did not have any new or successful interrogation information available. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) experienced difficulty interrogating this pacemaker with a programmer. It was originally thought to be a sending issue however the nurse confirmed that the issue was with reading the device data. Technical services (ts) discussed troubleshooting options in which the hcp wanted a field representative to interrogate. It was noted the hcp was difficult to troubleshoot with. A review in latitude nxt was performed which did not have any new or successful interrogation information available. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the health care professional (hcp) experienced difficulty interrogating this pacemaker with a programmer. It was originally thought to be a sending issue however the nurse confirmed that the issue was with reading the device data. Technical services (ts) discussed troubleshooting options in which the hcp wanted a field representative to interrogate. It was noted the hcp was difficult to troubleshoot with. A review in latitude nxt was performed which did not have any new or successful interrogation information available. This pacemaker remains in service. No adverse patient effects were reported.